Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2383, awareness date 04-nov-2015) which refers to refers to a female patient of unspecified age who had essure ((B)(4)) (fallopian tube occlusion insert) inserted in (B)(6) 2005. The consumer reported her physician originally tried to insert the essure in (B)(6) 2005. And he was unable to successfully insert so she had to go back in (B)(6) 2005. Shortly after having the essure, she started to notice generalized body pain; she was hemorrhaging with every period and she became anemic. In 2009, she had an ablation to stop the hemorrhaging and the ablation caused an infection that took quite a while to go away. From 2005 through until the time of the report, she had some symptoms included but not limited to extreme fatigue, body pains, severe pelvic pain, hair falling out, skin rashes, inability to fight infection properly, loss of feeling in hands, feet, upper right thigh and different parts of her body depending on the day. She had several boughs of pneumonia and other respiratory infections. She severe gi issues that caused pain and infection; dry skin, dry mouth to the point she lose halftime her teeth even though she brush several times a day and floss regularly. She had severe migraines 3 or 4 times per week that make functioning difficult if not impossible. On (B)(6) 2015, she underwent a hysterectomy that removed all her female organs including her ovaries; she spent 6 days in the hospital because she contracted a kidney infection. She was expected to be off work for 8 to 12 weeks because of the complications from the surgery. Product technical complaint (ptc) investigation and assessment were received: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and hemorrhaging with every period. She underwent a hysterectomy that removed all her female organs including her ovaries. These events were considered serious and listed in the reference safety information for essure. In this case, consumer stated that shortly after having the essure, she started hemorrhaging with every period. She also experienced severe pelvic pain. Based on their nature and considering a positive temporal relationship with suspect insert, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 7-dec-2016: report from lawyers (new reporters), newly reported events were first essure procedure was unsuccessful, severe abdominal pain, headaches, weight gain, urinary tract infections, surgical site infection, painful post-operative recovery, and idiopathic thrombocytopenia; company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced severe pelvic pain and hemorrhaging with every period. It was also reported that an ablation caused an infection, inability to fight infection properly, several boughs of pneumonia, other respiratory infections, severe gi issues that cause infection. She had a hysterectomy with essure removal and experienced surgical site infection, idiopathic thrombocytopenia and kidney infection/ urinary tract infections. Pelvic pain, menorrhagia, and uterine infection are anticipated whereas other events are unanticipated in the reference safety information for essure. Pelvic pain and genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. As uterine infection and postoperative wound infection occurred respectively after ablation and hysterectomy performed due to events related to essure, they were also considered related to the insert. Considering the pathophysiology of immune system disorder, pneumonia, respiratory tract infections, gastrointestinal infection, immune thrombocytopenic purpura and kidney infection and the local action of essure at fallopian tubes, these events were regarded as unrelated to essure. This case was regarded as incident, as surgical interventions were required. Additionally, non serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.